Manufacturer narrative:
The investigation concluded that lower than expected vitros amon results were obtained from a vitros liquid performance verifier fluid using vitros chemistry products amon slides in combination with a vitros 350 chemistry system. The most likely assignable cause of the lower than expected vitros amon quality control results is an instrument event related to microslide incubator contamination. The customer was using wipes containing ammonia to clean the outside of the analyzer. Within run vitros amon precision testing was outside acceptable guidelines indicating the vitros 350 chemistry system was not performing as intended. Acceptable within run vitros amon precision results were obtained after a field engineer performed service actions which included cleaning the microslide incubator slots and replacing the microslide incubator evaporation caps. Because within run vitros amon precision test results were within acceptable guidelines after service actions were performed, an instrument related issue was determined to be the likely assignable cause of the event.

Event description:
A customer reported imprecise results obtained from vitros liquid performance verifier (lpv) fluids using vitros chemistry products ammonia (amon) slides on a vitros 350 chemistry system. Vitros liquid performance verifier ii lot g6496 vitros amon results of 141.2 and 152.6 umol/l versus the expected vitros amon result of 197.7 umol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The unexpected results were attained from a quality control fluid. The customer is adding vitros amon testing to the assay menu and has not begun routine vitros amon testing. However, the investigation could not conclude that patient sample results would not be affected if the event were to recur undetected. There were no allegations of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).